Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The customer's calibration and qc data were requested but not provided. The observed differences in ft4 values generated with the roche assay and siemens centaur assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. Per product labeling,"for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 602 module serial number (B)(4). The patient's initial ft4 results were reported outside the laboratory, but the patient's physician asked for a re-measurement of the sample. The customer sent the patient's sample for an investigation and the patient's sample was tested on a cobas 8000 e 602 module and a siemens centaur analyzer. Refer to the attachment on the medwatch for all patient data.